Event description:
Information was received from a patient's representative regarding an external device. The reason for call was the patient (pt) had not been able to get the implant (ins) recharged. It could not find the device so they went through a recharge override with high and low numbers (agent understood passive recharge mode). They were able to get to 97 and 98 for numbers with a green flashing light. The issues started probably a month ago. During call caller verified no damage to the rtm or to the controller charging port. Caller reset the controller and when they attempted to recharge the ins they got no device found. Caller went through passive recharge mode and it never got out of that mode on the call. Pt said they were in passive recharge mode for 30 minutes earlier. The issue was not resolved. An email was sent to the repair department to replace the rtm. Patient rep called back and repeated previously documented information. Patient rep confirmed receiving replacement recharger but the device was still not charging. Patient rep mentioned t hey put on the replacement cord on and did a reboot but was stuck in the same loop showing trying to recharge wait 10 minutes on the controller for the past 20 minutes. Patient rep mentioned it's been awhile since the implant was last charged. Agent walked patient through resetting controller; controller showed connect the recharger. Agent instructed patient to clean controller port and recharger pins. Agent instructed patient to start a charge session; implant went into passive recharge with numbers 99-99-99. Controller went through passive recharge cycles without a break with numbers 99-99-99. Agent instructed patient rep to removed recharger away from implant and numbers changed to 51-51-51. Agent reviewed information with patient and reviewed role of mdt rep. Agent redirected patient to their hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.